Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a login issue. The technical service engineer provided the password to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a login issue. Cannot log into the machine. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.